Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full-height drawer was not detected. A field service engineer removed the back panel and noticed that the far-left led on the printed circuit board was not present and then removed the drawer and noticed that the magnet was missing, the insep was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main full-height drawer was not detected. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.